Manufacturer narrative:
(B)(4).

Event description:
It was reported that the adjustable intramedullary femoral guide jams and the varus/valgus angle is difficult to set.

Manufacturer narrative:
Inspection of the instrument (as returned) confirmed that the movable parts of the guide did not operate freely. However, the instrument functioned as intended after lubricant was applied to the movable parts. The device had a field life of approximately 8 months, and was used an unknown number of times; therefore, it was determined that the product left zimmer biomet conforming. The device history records and receiving inspection report were reviewed with no deviations or anomalies identified. This device is used for treatment. The zimmer biomet manual orthopaedic surgical instruments lists instructions for how to properly maintain instruments with moving parts. The inspection, maintenance, testing and lubrication section (section j, #4) states, ¿hinged, rotating, or articulating instruments should be lubricated with a water soluble product (e.g. Instrument milk or equivalent lubricant) intended for surgical instruments that must be sterilized.¿ based off of the functional evaluation of the product and the information provided, it was determined that the root cause is improper maintenance of the device.